Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for regular mapping and was found no longer responding to sound with the device. No trauma or accident was reported by the parents.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen for regular mapping and was found no longer responding to sound with the device. No trauma or accident was reported by the parents. The parents noticed a sudden change in responsiveness to sound with the device. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Revision surgery has not been scheduled yet.

Event description:
The recipient was seen for regular mapping and was found no longer responding to sound with the device. No trauma or accident was reported by the parents. The parents noticed a sudden change in responsiveness to sound with the device. Re-implantation is considered, but no date has been scheduled yet.